Event description:
Related manufacturer reference number: 2017865-2024-00014. Related manufacturer reference number: 2017865-2024-00015. It was reported that cloudy device headers were noted on 3 implantable cardioverter defibrillators prior to being used in any implant procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of header discoloration was confirmed. Interrogation of the device revealed the device was above eri when received. As a result of this finding, abbott is performing further investigation. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.